Event description:
It was reported that the elevator broke. There is no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00079.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was in the office to have two teeth extracted with IV sedation, when elevator broke. The chipped fragment was retrieved with the suction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h6; h10 a visual inspection was conducted on the returned elevators. Two of the returned elevators (qty one lot j21 and qty one lot i21) show signs of multiple uses including marking/ scratching on the product surfaces. The tips on both of these instruments have fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.